Manufacturer narrative:
(B)(4): the patient was recovered from the previously reported peritonitis event (previously the outcome was outcome was reported as unknown). The patient is currently on hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient was not wearing a mask or washing their hands. It was also reported that the patient did not place a minicap on the catheter after disconnecting from the homechoice machine and proceeded to urinate on the tip of the catheter which led to peritonitis. The patient was not hospitalized for the event. On the same day of onset, the patient began intraperitoneal treatment with vancomycin (dose, duration, and frequency not reported) for the event. At the time of this report it was unknown if the patient recovered from the event, antibiotic treatment was ongoing. On an unreported date, the dianeal therapy was withdrawn. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.